Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new 16 cm x 12 mm spectra penile prosthesis was implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new 16 cm x 12 mm spectra penile prosthesis was implanted. Additional information was reported that the patient experienced distal erosion and exposure of the cylinders.